Event description:
Per the clinic, the patient experienced dizziness/lightheadedness upon rising from a seated to standing position, with episodes lasting seconds and an onset approximately 1 year prior. The patient underwent cardiology and neurology evaluations as part of the diagnostic workup. The patient also required a brain MRI as part of the postural dizziness evaluation; however, the osia device was reported to be not MRI-compatible. It was further reported that the patient had discontinued use of the device due to functional retention issues and interference from hair. Subsequently, the patient received intravenous antibiotics and intravenous steroids perioperatively and underwent explantation of the device under general anesthesia on (B)(6) 2026. No unexpected adverse events were noted during the procedure. There are no plans for reimplantation as of the date of this report.